Manufacturer narrative:
(B)(4).

Event description:
The patient recovered.

Event description:
It was reported that a pt visited a hosp on (B)(6) 2011, and reported increased spasticity had occurred over (B)(6). No anomaly was recorded regarding the infusion rate at the previous refill. An x-ray eval and rotor test were performed; no anomaly was found from either procedure. On (B)(6) 2011, a catheter dye test was performed and revealed a shadow which was thought to be contrast dye in the pt's lower back; however it could not be determined if it was actually contrast dye. After performing the dye test, the pt's symptoms had substantially improved. It was further noted that the pt's symptoms had also improved when medication dosage was increased to 500 mcg/day. On (B)(6) 2011 a second (B)(6) study was performed, and contrast dye came out from the t3 location. The physician suspected a catheter leak. The catheter was explanted and replaced on (B)(6) 2011.

Manufacturer narrative:
Only the distal catheter segment was returned, along with a detached v-wing anchor and detached strain relief shroud. There was non-typical damage seen at the proximal end of the segment. The damage was similar to a crack or tear. The catheter also had an indent in the area of the crack that appeared to have been caused by a tool of some sort, possibly forceps. This indent is possibly related to the crack that was seen and therefore is possibly related to damage at explant. The rest of the catheter segment had no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: on (B)(6) 2011, the patient's daily dosage in regards to gabalon, was 440 mcg/day. A pump operability test revealed no anomalies. It was noted that they were unable to retrieve cerebrospinal fluid from the catheter access port (cap) when conducting a contrast radiography on the catheter. It was further noted that when the contrast medium was injected, it was clarified that it was not possible to assess if there was contrast medium present in the patient's lumbar region. The dosage was decreased to 250 mcg/day after the contrast radiography on the catheter was performed. When the dosage was later changed to 500 mcg/day, it was indicated that some improvement observed, although not as much as before the worsening of the patient's spasticity. The patient's increased spasticity was noted as being unrelated to the investigational drug.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.